Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 210,889 joules with 2:37 minutes of fiber use. The fiber was replaced, and the procedure was completed without patient complications.

Manufacturer narrative:
Additional information provided in: b5 describe event or problem. Investigation summary: with all the available information, boston scientific concludes based on analysis results that the reported fiber tip break is confirmed as analysis identified metal cap detachment. The metal cap was not returned with the fiber; however, the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperatures can lead to fiber damage, including metal cap detachment. It is probable that the interaction between the user and device, caused or contributed to the identified metal cap detachment. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Although analysis identified the moderate devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Analysis of the fiber identified that the metal cap was detached and it was not returned with the fiber; therefore, detritus adhesion could not be confirmed. There was moderate devitrification at the bevel edge of the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify other signs of breakage along length of fiber, other than the fiber tip. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted metal cap detachment. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 210,889 joules with 2:37 minutes of use. The fiber was replaced, and the procedure was completed without patient complications.

Manufacturer narrative:
Additional information provided in: b5 describe event or problem.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke. The fiber was replaced, and the second fiber was used to complete the procedure without any complications to the patient.